Event description:
The report received from the study indicated that approximately four months after the index procedure, coronary angiography was done during the follow-up period, and the previously implanted cypher select plus 2.5 x 23mm stent was found to have thrombosed and restenosed. The patient was reported to have angina, resting ECG changes and stent thrombosis at the six-month follow-up. The stent was implanted in a saphenous vein graft (svg) to the obtuse marginal (om) branch. The restenosis was a 90% focal, in-stent restenosis (isr). The restenosis/late thrombosis was treated by implantation of a taxus 3.5 x 24 mm stent. The main cause of the thrombosis was reported to be multiple stents.

Manufacturer narrative:
The indication for the index procedure was stable angina and a nuclear scan. The patient was found to have three-vessel disease and had one lesion treated during the elective index procedure. The patient's left ventricular ejection fraction was calculated to be between 30-50% (lvef 30-50%). The target lesion was the saphenous vein graft (svg) to the first obtuse marginal (om) branch. The lesion was reported to be: located in the body of the svg, a focal restenotic lesion less than or equal to ten mm (=<10 mm) after a bare metal stent (bms)/multilink stent, a 90% stenosis, concentric, and type b2. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 12 atm. A cypher select plus 2.5 x 23 mm stent was implanted at 12 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The timi flows pre and post-procedure were not provided. The patient was discharged the day after the procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.